Event description:
It was reported that an asahi grand slam guide wire was advanced without issue past a lesion in the anterior tibial artery. A non-abbott atherectomy device was then advanced over the guide wire without issue. While performing the atherectomy, the distal tip of the grand slam separated inside of the tibial vessel. No attempt was made to retrieve the tip as the physician had planned to amputate the leg below the knee, on the following day due to the patient's existing health condition; the planned amputation is reportedly not related to the separated tip. The separated tip did not cause or contribute to any adverse patient sequelae; the amputation was performed and the tip is consequently no longer in the anatomy. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the reported separation was confirmed. With the provided information and the outcome of the inspection of the returned guide wire, it is presumed that the guide wire distal end might have become tangled by the atherectomy device after the successful crossing through the target lesion of the guide wire and advancement of the device over the guide wire without issue, so that some squeezing force might have been given to the guide wire, resulting in the breakage of the guide wire due to accumulated force. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. A risk assessment review was conducted for the specified complaint for a similar abbott vascular manufactured product and the results indicate the complaint was a foreseeable event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Therapy date estimated. The device is manufactured by (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device was received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.